Event description:
It was reported that pump housing and usb port were damaged, which prevented charging and led to pump shutdown, causing customer¿s blood glucose meter to display ¿high¿ with specific value unknown. Customer gave a correction insulin injection using multiple daily injections and continued to use current pump while prepared to rely on alternate method if necessary, and technical support arranged shipment of replacement pump under warranty.